Event description:
The 840 ventilator stopped cycling while in use with a pt, the pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error codes in memory. The cse inspected the device and could not reproduce the reported malfunction. No parts were replaced. The unit passed extended self testing.